Event description:
It was reported that a patient observed air in the patient line of a homechoice cassette without an alarm. The patient was connected at the time of the event. This occurred during the initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the care giver saw bubbles go all the way across the patient line. It was noted that the home patient connected without the patient line being completely primed. The technical service representative advised that the care giver start over with all new supplies. The technical service representative assisted the care giver in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient line being connected prior to priming the cassette is the known cause of the reported air in line and is considered a use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.